Event description:
Device malfunction: partially deployed stent. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during device preparation, the xpert stent was found prematurely partially deployed. The deployment mechanism had not been initiated. Reportedly, there was no patient involvement. Though requested, no additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.